Event description:
I have heavy periods with huge blood clots. Migraines, hair loss, lower back pain, itchy skin all the time, horrible mood swings, weight gain, bad cramps, tired all the time, no sex drive.